Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in on previously documented information and stated that they're having problems when they needed to charge the implant. Pt mentioned the recharging paddle takes forever to connect and that they needed to charge frequently. Pt also mentioned that they had a fall. Agent reviewed fall incident to pt. However pt mentioned that they could still feel the therapy. Agent reviewed information and redirected pt to hcp.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was not determined. The controller was still depleting rapidly every day. The patient noted they had a fall and thought maybe that might be the cause. Patient noted they would attempt to have a representative meet with them. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that their controller and implant batteries did not last long. Patient stated that they recharged their implant with excellent quality, but it switched to 'poor recharge quality' despite recharging in the same spot. Patient mentioned that it seemed like the charge of the controller went ¿dead¿. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the rtm pins. Patient confirmed that the controller turned on with green light flashing. Agent had patient connect the recharger and start the ins recharge session. Patient reported seeing ¿no device found¿ message. Agent had patient press ¿recharge¿ and after a couple of seconds, the screen displayed ¿looking for a device¿ and then ¿poor recharge quality¿. For a moment, patient saw the batteries screen and then it went back to ¿poor recharge quality¿. After couple ofattempts, patient confirmed that the controller battery was at 100% and implant was in red with recharging good. After a couple of seconds, the screen displayed ¿p oor recharge quality¿. Patient stated that they did not move. Patient mentioned that they fell straight on their back and went to the hospital. Patient also stated that they did not have their external equipment with them at the time, so that¿s when their implant went dead. Agent reviewed information. The patient was redirected to their hcp. Patient stated that they have a doctor's appointment today.